Event description:
It was reported the atb35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported the device was fired with a vascular reload for seven firings. The surgeon went back up to look at the abdomen before closing. He noticed two staples in the proximal staple line of the first firing had hooked itself into the serosa of the small bowel. The staples looked like they had crossed two much and overformed. He removed the small bowel from the staples without incident. The surgeon cut away the overformed staples with scissors. The surgeon then made an 8th firing across the area where he removed the two staples. Rep is returning the device with a tr35w reload and the two staples. There was no consequence to the pt.